Event description:
Same case as MFR report#: 2134265-2009-03824. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. During preparation of the rotalink plus, rotational test was performed and the rotablator guide wire broke into two at the 1.50mm burr. The procedure was successfully completed with a different device. The device had no contact with pt.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the rotalink plus could not be completed. The manufacturing batch record review confirmed that the device met all material , assembly and performance specifications. The most probable root cause has been attributed to handling damage.